Event description:
It was reported that the patient experienced difficulty charging due to the ipg that migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient experienced difficulty charging due to the ipg that migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg will not be returned per hospital policy.